Event description:
Handpiece head overheated during a filling procedure and the patient received a burn injury to the inside of their right cheek. The affected area was white in color and approximately 1 cm in diameter. The patient is reported to be healing normally without need for additional medical treatment.